Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break and tip break, leading to the reported event. The reported fiber break was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an ureteroscopy procedure for stones in ureter, at the first time the fiber fired the laser, the fiber broke. The procedure could be completed using another fiber. There were no patient complications.

Event description:
It was reported that during an ureteroscopy procedure for stones in ureter, during the first use the fiber broke. The procedure could be completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break and tip break, leading to the reported event. The reported fiber break was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during an ureteroscopy procedure for stones in ureter, the fiber broke the first time the laser was fired. The procedure was completed using another fiber. There were no patient complications.